Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing on the right ventricular lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the twos recurred. Additional reprogramming was performed. The patient continues to be monitored.